Manufacturer narrative:
Concomitant medical products: product ID: 3587a25, lot# n319664, implanted: (B)(6) 2013, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4)

Event description:
The consumer reported that neither one of his patient programmers or his recharger would connect to his implantable neurostimulator (ins) since (B)(6) 2015. A poor communication screen was observed on the patient programmer. It was indicated the patient last felt stimulation and that the last successful charge session was a few weeks prior to the report. The reason for not charging was that the patient turned the stimulator off. It was reviewed that, if time had been greater than three months, to consider that the device may be in overdischarge. The importance of keeping the ins charged to maintain therapy was reviewed, and the consumer was redirected to the healthcare provider for a restart. It was further indicated that there were no patient symptoms. Of note, the patient's diagnosis was headache. A follow-up report will be sent should additional information be received.